Event description:
It was reported the monitor did not alarm for spo2 and the patient passed away. In addition, it was noted there were no errors on the monitor or central station. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6).

Manufacturer narrative:
A philips product support engineer (pse) reviewed provided alarm logs and audit data from the philips patient information center ix (pic ix) that was connected with the mx750 monitor. The pse found a lot of spo2 generated alarms in the logs from the pic ix. The pse noted that there were desaturation (desat) alarms around 21:35, and then at 21:36:17 the spo2 alarms were shut off (from on to off). Following the timeline, the spo2 was already between 86 and 80%, and released before being shut off desat alarms (red alarm desat 82 < 84). That was changed at 22:10:29 spo2; alarms from off to on, when the spo2 was already too low between 27% and 23%, generating at 22:11:44 and 22:12:37 desat 0<84 alarms (meaning very critical low level of spo2); after that, the timeline shows lowest level spo2 and the monitor generated a lot of spo2, no pulse, and spo2, and "noisy signal" alarms, as well as spo2 shut from on to off, followed by an spo2 alarms from on to off. Further information was provided by a philips remote service engineer (rse) indicating that spo2 alarms were turned off, and patient care given to someone else for break relief. The patient's respiratory health declined, and attention drawn when a red alarm for arterial blood presure (abp) occurred. The patient was do not attempt resuscitation (dnar), but patient was stable waiting for a ward bed. Due to lack of alarm, help was not sought at time of initial respiratory decline. Based on the information available and the testing conducted, the cause of the reported problem was the users turning off the spo2 alarms. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.